Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to impedance and high capture threshold measurements issues. No additional information is available at the moment. No additional adverse patient effects were reported.